Event description:
It was reported to philips that the wireless footswitch was non functional. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the log file and found an error stating that that en_x was inactive, and hand/footswitch was pressed. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Per the information collected, the wi-fi (led) indicator on the wireless footswitch, base station indicator and the battery indicator were off. During troubleshooting, the fse found that the wfs (wireless footswitch) battery was defective. The fse replaced the wireless footswitch, base station, and pictogram sheet due to sporadic errors. The defective wfs and base station were returned to philips for further analysis. The analysis confirmed the malfunction of the wireless footswitch and identified an unusual behaviour during battery charging and found that the anti-slip, screws, and a loose bracket were missing. The cause of the base station failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the wireless footswitch, base station, and pictogram sheet by the field service engineer has resolved the reported issue and restored the functionality of the system. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a battery issue in the wireless footswitch and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.